Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail broaches with std neck. After broaching with sz9 broach, neck would not seat all the way down. Neck sat properly on other broaches so this was solely problematic with sz9. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4).